Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the two towers with the mechanism was locked. The gear grease lost effectiveness and had hardened. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to the following MFR report numbers: 3002808148 - 2024 - 00493.

Event description:
It was reported, the xenon light source front panel displays were blinking, and the issue is intermittent and occurs at various times and sometimes no problems occur; however, the device continued to work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that front panel blinks due to malfunction of the mesh turret and the filter turret. Olympus will continue to monitor field performance for this device.